Event description:
The user facility reported that the saline bag had back filled during recirculation mode. It was noted that the line length and building drain height were both within specification and there was no obstructions to the drain. There was no patient harm or injury as there was no patient involvement at the time of the reported incident. No further information was provided.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during the recirculation and prime stage of device set-up, and not during dialysis mode. The user facility observed the saline bag refilling with dialysate during recirculation. There have been no reported adverse events associated with the saline back fill issue. The reported issue is currently under a CAPA investigation via the device manufacturer. The investigation is currently pending; a supplemental MDR will be submitted upon completion of the device investigation.